Event description:
It was reported that during a knee surgery the white pull-in suture of the device was torn off during insertion into the drill channel. Implant was sufficiently placed in the drill channel and did not need to be repositioned or changed. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 14-mar-2023 it was confirmed that the surgery was finished successfully with the same device.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Visual evaluation found the tightrope® ii rt, with deploying suture, was damaged/torn. The most likely cause for the reported failure is a user error. Per dfu-0147-precautions. 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.